Event description:
A successful graft implant procedure was performed in 2003. It was reported that a type I endoleak of the left iliac artery was detected during the pt's 30 day follow-up visit. A competitor's cuff was used to successfully treat the endoleak. The pt is doing well.